Manufacturer narrative:
E1: initial reporter phone: (B)(6). H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to have a "downstream occlusion (dso)" in the ehl. The pump's dso seal was peeled off. The cause of the customer reported problem was the dso sensor was decalibrated and the occlusion alarm occurred too early. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative planned to replace the dso seal, and the dso sensor will be recalibrated.

Event description:
It was reported that there was eliminated overpressure and obstruction between the pump and the patient. There was patient involvement, and unknown signs or symptoms experienced.